Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Codes: health effect - clinical code - e0131 speech disorder codes: health effect - clinical code - e0514 thrombosis/thrombus.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The patient experienced a sensor error which occurred on an unspecified day after the sensor had been inserted (sensor location not specified). On 1/11/2024, around 7pm, the patient was made aware of a sensor error and the cgm (continuous glucose monitor) was not providing any readings. The patient went to sleep and when he awoke, he was having difficulty breathing and was lightheaded. The patient¿s wife gave him some milk and then called for an ambulance. The patient¿s bg meter reading was 48 mg/dl at this time. Once ems (emergency medical services) arrived, the patient was also provided with glucose syrup while he was transported to the hospital. It was reported that the patient also suffered a stroke (brain hemorrhage and two blood clots in his brain). Due to this, the patient was also treated with blood thinners. The patient was hospitalized for 2 days. The patient reported that his activity level is restricted, and he is not allowed to drive or do any ¿heavy work.¿ the patient also reported suffering ¿speech problems¿ due to the stroke and is scheduled for speech therapy. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post-investigation as the allegation was not found. No additional patient or event information is available.